Manufacturer narrative:
Hamilton medical ag reference number: (B)(4) investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf10. No patient was involved.